Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that their implantable neurostimulator (ins) was turned off by some sort of electromagnetic interference (emi) while there were on vacation in (B)(6). The patient did not known when their ins may have turned off, but they thought it may have occurred while they were at an entertainment attraction that required them to go through a security detector. The patient walked around the security detector and not through it. After going by the security detector, the patient felt a return of their motor symptoms. When the ins was checked with the patient programmer, the ins was found to be off. The patient turned their ins back on and they had no other issues with the system. The issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were anticipated.